Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed that the source of the leak was the tubing at the pinch valve (vl) 7. The fse replaced the tubing, which resolved the issue. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer was leaking fluid. The volume of the leak was approximately 10 ml and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and eye glasses at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.